Event description:
It was reported that there was white foreign mater on cannula with a bd blunt fill needle with filter. It is currently unknown when this occurred. The following information was provided by the initial reporter: white residues on the cannula.

Manufacturer narrative:
H.6. Investigation summary: approximately two hundred fifty (250) samples were received from the customer for investigation. Fifty (50) samples were selected at random and were visually examined using unaided vision. All the examined samples were found to have epoxy on the needle. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Epoxy is used in adhering the cannula to the needle hub and is part of the normal production process. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regard to epoxy location. It is not used to disposition product. There is not a quality criteria for epoxy height on the needle in the product specification for material 305211; therefore, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6339849. Medical device expiration date: 2022-01-31. Device manufacture date: 2016-12-04. Medical device lot #: 6339850. Medical device expiration date: 2022-01-31. Device manufacture date: 2016-12-04. Medical device lot #: 7086976. Medical device expiration date: 2022-05-31. Device manufacture date: 2017-03-27. " initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was white foreign mater on cannula with a bd blunt fill needle with filter. It is currently unknown when this occurred. The following information was provided by the initial reporter: white residues on the cannula.